Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, an investigation was unable to be performed for the device to determine a missing sensor wire. The reported event of an out of range signal could not be confirmed. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient an out of range signal on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.